Manufacturer narrative:
Date of event: was estimated as (B)(6) 2020 since the reported event date was (B)(6) 2020.

Event description:
It was reported via voluntary medwatch/maude report #(B)(4) that shaft break occurred. During insertion of a 3.50 x 8 synergy drug-eluting stent into a guide catheter, the shaft snapped in half. The device had not entered the patient and was easily pulled back out of the guide catheter. No patient complications were reported.